Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal exposure of device that was detected at a post-op review. The patient underwent surgical revision on (B)(6) 2015. As of (B)(6) 2015, the patient was found wound well healed with no further exposure. Additional information has been requested.